Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 200-02-35, sn: (B)(4)) three peg patella 35mm. (Cn: 204-70-00, sn: (B)(4)) tibial stem extension screw. (Cn: 02-012-45-5050, sn: (B)(4)) logic tibial fit tray cem size 5f / 5t. (Cn: 204-34-04, sn: (B)(4)) fluted stem extension 40l x 14 mm. (Cn: 02-012-44-5013, sn: (B)(4)) logic tibial psc insert, size 5, 13mm.

Event description:
As reported, approximately 9 months postop the initial right knee implant, this (B)(6) y/o male patient experienced a revision of the right knee due to misalignment. The patients canal was capacious and the distal cut was made in varus due to the misalignment of the intramedullary reamer down the femoral canal. Patient was last known to be in stable condition following the event. Devices not returning as disposed by hospital.

Manufacturer narrative:
Section h10: (h3) the evaluation of the reported revision was likely the result of reported misalignment. However, this cannot be confirmed because details regarding the reported misalignment and x-rays were not provided. Concomitant: (cn: 200-02-35, sn: (B)(6)) three peg patella 35mm. (Cn: 204-70-00, sn: (B)(6)) tibial stem extension screw. (Cn: 02-012-45-5050, sn: (B)(6)) logic tibial fit tray cem size 5f / 5t. (Cn: 204-34-04, sn: (B)(6)) fluted stem extension 40l x 14 mm. (Cn: 02-012-44-5013, sn: (B)(6)) logic tibial psc insert, size 5, 13mm. No information provided in the following section(s): a4, a5, b6. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.